Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's display screen was white. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.